Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amulet steerable delivery sheath. A baseline pericardial effusion was noted prior to the procedure. During implant, when the device was loaded into the delivery sheath the pectinate muscle in the left atrium was punctured from the end screw of the device and resulted in a cardiac tamponade. The device was removed from the patient and sized-down with a new 22mm amplatzer amulet left atrial appendage occluder without replacing the delivery sheath. The device was implanted. The patient was sent to cardiac surgery. The patient was provided a blood transfusion of 19 units of blood. The surgeon opened the pericardium and sutured the puncture closed. The 22mm occluder was explanted from the patient because the surgeon was unable to suture the heart closed with the device implanted. A laparotomy was performed due to a large quantity of blood draining to the abdominal cavity. Radiofrequency (rf) radiation was used twice. It was noted that there was no pushing of the device and the puncture occurred while the device was in ball configuration. There were no issues with advancing the delivery sheath. The following day the patient status was stable.

Manufacturer narrative:
An event of perforation, pericardial effusion, cardiac tamponade, hemorrhage/blood loss/bleeding, and surgical intervention was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported event appeared to be related to procedural conditions. The reported surgical intervention was a result of case-specific circumstances as the patient required open heart surgery to open the pericardium and suture the puncture. The reported unexpected medical intervention was a result of patient needing blood transfusion due to bleeding. There is no indication of a product quality issue with regards to manufacture, design, or labeling. It was reported that the same amulet delivery sheath was used with both amulet devices (25mm and 22mm). Please note: per the instruction for use (IFU), "warning, if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction."

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amulet steerable delivery sheath. A baseline pericardial effusion was noted prior to the procedure. During implant, when the device was loaded into the delivery sheath the pectinate muscle in the left atrium was punctured from the end screw of the device and resulted in a cardiac tamponade. The device was removed from the patient and sized-down with a new 22mm amplatzer amulet left atrial appendage occluder without replacing the delivery sheath. The device was implanted. The patient was sent to cardiac surgery. The patient was provided a blood transfusion of 19 units of blood. The surgeon opened the pericardium and sutured the puncture closed. The 22mm occluder was explanted from the patient because the surgeon was unable to suture the heart closed with the device implanted. A laparotomy was performed due to a large quantity of blood draining to the abdominal cavity. Radiofrequency (rf) radiation was used twice. It was noted that there was no pushing of the device and the puncture occurred while the device was in ball configuration. There were no issues with advancing the delivery sheath. The following day the patient status was stable.